Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges that her mother had the heating pad on her lap when it caught on fire and damaged her pants. There was not a report of injury with this incident.